Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. A 6x40x120 epic¿ vascular stent was selected for use. However, during unpacking it was noted that the stent was partially deployed. The device was then replaced with another epic¿ vascular stent and the procedure was completed. No patient complications were reported and the patient's status was fine.